Event description:
"The knee was full of metallic debris. The central fixation peg on the tibial side had worn through and the polyethelyne component was broken and fragmented at both medial and lateral compartments. The poly on the patella was also worn through with fragmentation."